Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate, non-sustained (hrns) episodes and increased sensing integrity counter (sic). It was further reported that the rv lead exhibited high pacing impedance and oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: 5554-53 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.